Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, one side of the jaws would not close. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, one side of the jaws would not close. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device confirmed the "l" shape/position of the jaws. The curves were measured; one of the curves was found to be out of specification, while the other was without curving. The improper curve forming could cause the device to open in an "l" position. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint; one side of the jaws would not close. Based on the evaluation, this condition arose due to improper curve forming. Therefore, the most probable root cause is manufacturing. An investigation is underway to determine the root cause of curving issues. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier, age and weight are unknown. (B)(4) - (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).